Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was hospitalized for two days for high blood glucose levels (500+ mg/dl), and diabetic ketoacidosis. Customer reports there was blood in the tubing. She was treated with insulin while in the hospital.